Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters:, upn: m365sc9218150, model: sc-9218-15, serial: (B)(4), batch: 7036326.

Event description:
It was reported that the patient had high impedances on the adapters. The patient underwent an explant procedure. The explanted devices were not returned.